Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-03504. It was reported that during the procedure an error message occurred. An unknown angiojet® catheter was selected for use during a patient procedure. During preparation, the console completed the priming phase of the catheter. The catheter was inserted into the patient, but then the console displayed an error message - air in the line. Users swapped out the catheter, but the same issue occurred. The users swapped out the console and were able to successfully complete the case. There were no patient issues to report.